Event description:
Caller reported their church reverend and church deacon entered the house while caller was asleep, sedated them, removed them from the home and implanted a "microchip" into their right ear for experimental purposes. Caller did not know the purpose of the experiment. Caller experienced disorientation, pain to right head. Caller reports that the deacon and reverend have "rigged up the microchip" so that caller receives audio messages regarding their past medical and personal history. Caller went to hospital and had x-rays and CT scans done which showed the microchip was implanted.